Event description:
It was reported that the customer received multiple alarms on the insulin pump, including a prime rewind alarm then a motor error alarm during bolus delivery. Her blood glucose was 421 mg/dl and she treated with manual injection. The customer was not using the sensor feature and was able to complete the rewind sequence with the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)